Event description:
It was reported that the device leaked gas during a laparoscopic cholecystectomy. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the sleeve of the device was tested for leaking. The device showed signs of leaking when the obturator was inserted into the sleeve and the stopcock was released. The device history record was reviewed and no discrepancies were noted.